Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 valve was not returned for evaluation, as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for post-implantation-stenosis and post-implantation-leaflet motion restriction were unable to be confirmed as no medical record or relevant imagery was provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "patient was admitted to the hospital in heart failure. The hospital says that the leaflets are immobile and stenosed, want to make sure safe candidate". Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. As reported per the proctor review, "the old s3 23 is slightly underemployed". Under-deployment of the valve impacts the proper functionality of the valve. Under-deployed valve results in higher valve gradients and may resemble valve stenosis. Leaflet motion restriction develops progressively over time and can be due to a number of issues including patient-related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. As reported, the hospital states that the valve's leaflets were stenosed. However, the proctor reported that the s3 cusps did not seem "particularly thick or calcified" therefore, it cannot be confirmed as a potential root cause. It was also reported that the valve was under-expanded, which could impact leaflet functionality leading to restricted leaflet motion. In this case, available information suggests procedural factors (under expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
Approximately 4 years and 16 days post tavr implant using a 23mm sapien 3 valve via transfemoral approach, the patient was admitted to the hospital in heart failure. The hospital indicated that the leaflets are immobile and stenosed. The patient underwent a balloon aortic valvuloplasty (bav) prior to valve insertion with a non-edwards balloon. The 23mm s3 valve was delivered with +1 in the inflation device. The post cath gradient was 4mmhg and post echo of 8mmhg. The case was completed with a great outcome.